Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that multiple low flow alarms were occurring. The patient was admitted and CT of the pump was performed. Results were not reported. The patient was experiencing right heart failure, preventing pump speed from being optimized. No additional information was reported.

Manufacturer narrative:
No additional atypical events were captured and the pump speed did not drop below the low speed limit while the driveline was connected. The lvad log files were also reviewed and events were captured in which the calculated flow was below 2.4 lpm; however, no additional atypical events were captured. The pump appeared to function as intended. The account communicated that the patient had continuous low flow alarms and was asked to come to the emergency department. The patient was admitted and a CT of the pump and outflow graft was performed. The extended alarm silence was used so the patient could rest. The patient¿s pump speed was adjusted from 4700 rpm to 4800 rpm. The patient also had issues with right heart dysfunction which prevented the speed from being turned up any higher. Evaluation of the submitted CT images were inconclusive for any potential issues with the outflow graft or pump position. The submitted images did not show any evidence of kinks in the outflow graft bend relief. It was later reported that the patient received a custom hm3 software (v1.5.2) to lower the low flow alarm threshold on both controllers. Abbott technical services performed these software adjustments on (B)(6) 2018 via work orders (B)(4). No issues were reported with either software upgrade. The patient remains ongoing on heartmate 3 lvas, and no additional complaints have been reported at this time. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.